Event description:
The customer reported observing fluid in the drip tray under reagent probe b of the unicel dxc 600 synchron system on (B)(6) 2013. The customer removed the fluid but could not find an active leak and was unsure if the fluid originated from the instrument. The customer stated that something may have spilled and would call back if additional fluid is observed. The customer contacted beckman coulter again on (B)(6) 2013 and stated that there is a small amount of fluid still collecting in the drip tray under reagent probe b. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the quick disconnect for the solenoid collar wash valve was not functioning properly. The fse replaced the solenoid collar wash valve to resolve the leak and verified the repairs as per established procedures. The fse did not observe any further leaks following replacement of the solenoid collar wash valve. Beckman coulter internal identifier for this report is (B)(4).